Manufacturer narrative:
Device was returned for evaluation. The returned urf-v2r video scope (serial#(B)(4) was evaluated due to ¿metal exposure, punctured a rubber¿. Investigation noted that the user¿s complaint was confirmed. A visual inspection was performed on a received condition and determined a portion of the bending section skeleton protruding out from the bending section cover near the insertion tube side. It was noted that the bending section damage is 70mm approximately from the distal end side which caused a leak on the bending section cover. In order to reveal the extent of the damage, the bending section cover was removed. Once it was removed, evaluation confirmed that the bending section skeleton is fully separated producing a sharp edges near the insertion tube side. It was also noted that the bending section was also broken near the middle section. Bending section support pins were checked and found ten out of twelve pins were receding into the channel and lifting. Bending section had fluid invasion and rusted. The instruction manual states the following; ¿do not twist or bend the bending section with your hands. Equipment damage may result¿. The instructions for safe use manual also indicates that, damage to the bending section would happen if excessive force was applied while angulating in the opposite direction if there was no movement from the bending section; this would occur more so in a narrow environment. Based on the evaluation and investigation results, the likely cause of the bending section skeleton breaking is due to excessive force and/or stress, attributed to mishandling.

Event description:
It was reported that the scope has broken bending section, leaking with metal exposure and a punctured a- rubber. The issue occurred during the maintenance process. No patient involvement and there was no user harm or injury reported. Product evaluation confirmed that the bending section skeleton is fully separated producing a sharp edges near the insertion tube side.